Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2010, mentor became aware that the right breast implant was the device that appeared to be ruptured with micro bleed and that the left breast implant could possibly micro bleed as well. On (B)(6) 2010, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 6449353 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, gel leak. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered bilateral breast capsular contractures; baker grade IV on the right and baker grade iii on the left. It was also reported that there was a micro bleed/leaking rupture on the left breast implant and a possible micro bleed on the right breast implant. As a result, the patient underwent bilateral removal and replacement with the following device on (B)(6) 2020: (left) 400cc mentor smooth round moderate plus profile saline catalog: 3502400 lot: 9412134 sn: (B)(4) and (right) 400cc mentor smooth round moderate plus profile saline catalog: 3502400 lot: 9419793 sn: (B)(4). This medwatch form is for the right breast prosthesis.